Event description:
It was reported that during the implantation of a retroarc sling the "surgeon reported excessive bleeding." To stop the bleeding "surgeon applied the tamponade to stop the bleeding. [The surgeon] closed and finished as per normal." No further patient complications have been reported in relation to this event.